Event description:
On (B)(6) 2012, (B)(6) year old female receiving chemotherapy via mediport. Staff attempted to flush mediport before chemo administration. Pt experienced pain at site and fluid seen around hub at insertion site. Dye study revealed mediport had separated/ruptured internally. Vascular surgeon able to remove tip of catheter from pt's pulmonary artery was vascular catheterization.